Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level went as high as 420 mg/dl. Customer advised they changed out their infusion set which brought their blood glucose down. Customer was advised the tubing they had was small and did not reach their upper buttocks or lower back. Customer declined to troubleshoot the insulin pump and advised they received multiple no delivery alarms. Customer was advised different supplies would be sent out and they would receive assistance with a personal trainer on the insulin pump.